Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to dislocation.

Manufacturer narrative:
An event regarding an alleged dislocation involving an unknown liner was reported. The event was confirmed after review of provided x-rays by a clinical consultant. Method & results: -device evaluation and results: not performed as no device was returned for evaluation. -medical records received and evaluation: a review of the medical records by a clinical consultant noted the following: [...] The event with dislocation is as such confirmed although the specific cause is less obvious. Both cementless cup and stem are well fixed to the bone. [...] The cup side appears okay but the stem remains the question. The available x-ray has a very limited field of view while also the stem projection is oblique due to the dislocated hip and as such it is impossible to even make an approximate guess for proper stem anteversion. [...] Even though it would be rather likely that a positioning problem of one of the devices, especially the stem, would be a relevant factor, the evidence is not in the current information. As such can this case unfortunately not be solved with the current information but requires more imaging information to help solve the case. -device history review: could not be performed as device lot details were not provided. -complaint history review: could not be performed as device lot details were not provided. Conclusions the medical review concluded: [...] As such can this case unfortunately not be solved with the current information but requires more imaging information to help solve the case. The exact cause of the event could not be determined because insufficient information was provided. Further information such as further x-rays, device return and lot details, and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's left hip was revised due to dislocation.